Manufacturer narrative:
A system service check of the medrad® stellant flex CT injection system, serial number (B)(6), was completed on august 7, 2023 which confirmed that the injector was operating within bayer specifications. The disposables in use at the time of the incident were discarded, and the lot number was not provided; therefore, testing of retained samples is not possible. The offer of additional applications training was declined by the customer. The stellant CT injection system operation manual cautions the user as follows: warning: air embolization can cause death or serious injury to the patient. Do not connect a patient to the injector until all trapped air has been cleared from the syringe and fluid path. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care received information that a 93-year-old female patient who underwent a CT of the abdomen and pelvis with IV contrast for left lower quadrant abdominal pain and diarrhea suffered an air injection while connected to a medrad® stellant flex CT injection system (sn (B)(6)). The customer reported that approximately 140 ml of air was observed on the displayed images. Following the injection, the patient went into cardiac arrest, after which undisclosed medical intervention was performed. The customer reported that the patient had been discharged with no further issues reported. Bayer medical care received information that a 93-year-old female patient who underwent a CT of the abdomen and pelvis with IV contrast for left lower quadrant abdominal pain and diarrhea suffered an air injection while connected to a medrad® stellant flex CT injection system (sn (B)(6)). The customer reported that approximately 140 ml of air was observed on the displayed images. Following the injection, the patient went into cardiac arrest, after which undisclosed medical intervention was performed. The customer reported that the patient had been discharged with no further issues reported.